Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: correction: further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1219602-2026-00524. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a revision mpfl reconstruction procedure, it was noticed that the q-fix anchor remained in-site after it was deployed, but the loaded suture tails were severed in half once inserter and guide were removed. The sutures were removed from patient. The procedure was resumed after a non-significant delay, using a similar s+n back up product on the original drilled bone hole, leaving no void in the patient. Patient is healthy and no further complications were reported.